Event description:
Nausea, cracking, device is in wrong place. Device expands and contracts with hot and cold weather conditions. Device not long enough to open wide. Dr says rptr will have to open wide to make denture. When rptr opens wide and exercises rptr gets an earache. Left side of device is too high. Dr had device in wrong place from 1999 to operation in 2000. Sharp pain going on in chin due to repositioning of it in 2000. When dr put it in dr "messed up supraordital nerve." Now dr refuses to correct.